Event description:
My mouth is all wounded [mouth injury]. I'm biting myself [bite]. Case description: this case was reported by a consumer via call center representative and described the occurrence of mouth injury in a 74-year-old female patient who received double salt dental adhesive cream (corega ultra cream without flavor) cream (batch number 5w7b, expiry date 31st may 2025) for denture failure and prosthesis user. This case was associated with a product complaint. The patient's past medical history included surgery. Concomitant products included no therapy. On (B)(6) 2022, the patient started corega ultra cream without flavor. On (B)(6) 2022, 1 days after starting corega ultra cream without flavor, the patient experienced mouth injury (serious criteria other: serious as per reporter) and bite (serious criteria other: serious as per reporter). On an unknown date, the patient experienced product complaint. The action taken with corega ultra cream without flavor was unknown. On an unknown date, the outcome of the mouth injury and bite were recovering/resolving and the outcome of the product complaint was unknown. The reporter considered the mouth injury and bite to be related to corega ultra cream without flavor. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the case was reported by consumer via call center representative(phone) on (B)(6) 2022. The patient stated that "I purchased this 60 percent off promotion I had serious problems with it! It's not stuck together and I'm biting myself, my mouth is all wounded, I'm using medication and it's not sticking together. I had an implant surgery, I have a provisional prosthesis. When I went to the dentist and he gave me several samples and when they ran out I went to buy another one with the same specifications. I thought the prosthesis was wearing, I went to the dentist yesterday complaining to the dentist, the prosthesis was loose in my mouth. The problem was solved yesterday when I remembered that there was a little of the sample that I had from the dentist who gave me and I used it yesterday for lunch and I didn't take it out until now because the product is not matching". Follow up information was received on 01oct2022 from quality assurance (qa) department regarding complaint (B)(4) for 5w7b lot number. Investigation evaluation: this claim is received in which the consumer reports that: "it is not stuck and I bite myself, my mouth is all bruised, I am taking medication and it does not stick". 5w and 1h. Who: operational quality specialist. When: (B)(6) 2022. Where: not applicable. What: claim associated with (B)(4). Lot is 5w7b for the product does not seal. Images are attached. Which: not applicable. How: by reviewing the claim received. Case: (B)(4). The stages of the process that may have affected the extrusion capacity of the lot are surveyed: potential causes. Place an x as appropriate justification for cause eliminated. Root cause taxable cause. In process controls not applicable not applicable the in process controls carried out during batch packaging are reviewed, designed to detect and minimize anomalies in relation to the appearance and integrity of the product, without finding reported anomalies. Among the controls carried out prior to packaging, it is worth mentioning: description or appearance or viscosity. The physicochemical tests carried out for batch release, among which it is worth mentioning: appearance or viscosity or separation or adhesion strength satisfactorily meet the specifications. It is important to mention that dental adhesive creams are formulated to form an airtight seal and provide a firm fixation for dental prostheses. The combination of the main components of the product, which are gantrez and carboxy methyl cellulose, provides the adhesive force that helps keep dental prostheses in place. Fq tests not applicable not applicable in order to ensure the quality of the product, the adhesion force tests are carried out, which are carried out by monitoring the batches of ultra corega cream without flavor and mint flavor. These tests are within the established parameters. Storage method not applicable not applicable in order to ensure that the quality of the product is maintained throughout its useful life, there are stability studies that guarantee that the adhesion parameter is maintained throughout its entire life. Useful, when the product is kept in the recommended storage conditions. (Store at room temperature (less than 30 degree c) in a dry place). Review of the associated documentation: a review of the documentation associated with the batch and product is carried out. In the batchcard, no abnormalities were recorded in the production process and all manufacturing and packaging operations were carried out in accordance with the established steps. All materials associated with the manufacture of the batch are approved. On the other hand, the consumer is expected to have different experiences based on individual factors, such as the texture or appearance of the cream and the fit or placement of the dentures. For this reason, it is important to respect the storage conditions of the product and the application instructions, indicated on the art of the product, namely: store at room temperature (less than 30 degree c) in a dry place. To apply: 1. Clean and dry your prosthesis. 2. Apply corega in small strips, not too close to the edges of the dentures, as shown in the drawing (which is in the case). 3. Rinse your mouth before putting on the prosthesis. 4. Position the prosthesis correctly in the mouth and press firmly for a few seconds to ensure fixation. No anomalies or observations are reported in the process controls performed. No variances are recorded for the batch. No history is recorded for the batch and reason code claimed. Therefore, it is considered an unsubstantiated claim. Response to consumer: an investigation was performed by operational quality, based on the review of the documentation. The manufacturing operation was conducted following the steps defined in the batchcard and all the ipcs performed during the packaging met specifications. All raw materials used in the manufacture of bulk product were approved. This kind of complaint is related to different individual factors associated with dental prosthesis. If consumers improperly place the dental prosthesis, especially leaving a space between them and the cream, is possible that the product cannot reach the expected adhesiveness. Additionally, the consumer is expected to have different experiences based on various individual factors, such as the adjustment or placement of dental prostheses and their oral anatomy, which can determine the performance of dental adhesive creams. Also, it is very important to respect the storage conditions indicated in the product's art (keep the container tightly closed. Store at room temperature (degree 30 degree c) in a dry place). For the above, it is concluded that the present complaint is unsubstantiated. The investigation reports concluded that, complaint stands unsubstantiated.

Manufacturer narrative:
Argus case ID: (B)(4).